Event description:
A pt reported blood glucose results of 318 mg/dl, 149 mg/dl, 231 mg/dl, 254 mg/dl and 209 mg/dl with a lifescan meter, performed within 10 minutes of each other. Test strips were replaced.